Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon, and blood in the guidewire lumen. There were numerous kinks. Microscopic inspection revealed a pinhole 9mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.